Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: the implant echocardiogram showed a defect that measured 12-15mm in diameter. The aortic rim was deficient and perhaps absent in one location of the aorta. The svc, ivc, and av valve rims were adequate. The septum primum rim was redundant and hyper-mobile, and the posterior rim was thin and flimsy. Balloon sizing was not performed. A 17mm aso was implanted successfully. After deployment, the device appeared to be stable, although it moved significantly with atrial systole and the left disc pushed on the aorta in the area of the absent rim. The left disc was wedged between the aorta and the posterior wall, as seen in the short-axis view. The subsequent echocardiogram performed in the operating room showed the left disc of the device to have crossed the aortic wall into the aortic lumen. The aortic wall was relatively thin, which may have contributed to the aortic wall injury. The device was removed, the defect was closed and the tear was repaired. Subsequently, a small aorta to left atrial fistula was found that was caused by an incomplete repair of the fistula after the device was removed. Aga's medical consultant concluded that due to the dynamic nature of the high defect, the left disc was wedged between the aorta and posterior wall, and pushed on the aorta, which resulted in an erosion of the roof of the left atrium and aorta. This event was reviewed by aga's asd erosion adjudication board on february 16, 2009 and the following observations were reported: this patient experience a device related erosion, however, it is unclear if the fistula was related to surgery or the device.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.

Event description:
A male patient with a duplication of chromosome 10, underwent successful implantation of a 17mm amplatzer septal occluder in a defect that measured 13x15mm unstretched by tee. Due to a very prominent shelf between the left pulmonary vein and atrial appendage, it was very difficult to pass a wire into the left pulmonary veins. Balloon sizing was attempted with the wire curled in the atrial appendage but this was unsuccessful due to poor stability of the balloon, therefore, balloon sizing was not performed. That night, the patient developed hypotension in the accu and 450cc of blood was evacuated from the pericardial space. The device was surgically removed and a hole at the aorta and left atrium junction was repaired, immediately adjacent to the left atrial disc.